Event description:
One forty seven days after implantation of a 3.0x8 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a 90 % stenotic lesion was located in the left anterior descending (lad) artery. No information was reported on the calcification of the lesion. Using a 3.0x10 mm ultra2 cutting balloon, an atherectomy was performed on the proximal lad. A 3.0x8 mm taxus stent was then deployed at 5 atms in the lesion. The taxus stent was post-dilated using nc raptor 3.5x10 mm balloon deployed to 12 atms. Next, a 3.5x8mm taxus liberte drug eluting stent was deployed in the lesion, followed by post-dilation with a 3.5x10 mm nc raptor balloon. Post-intervention stenosis was reported as "reduced to normal". The pt received IV and ic nitroglycerin, heparin, plavix, reopr, and lopressor during the procedure. Pt complications were reported as "no complications". The pt presented 147 days after the initial procedure with 90% in-stent restenosis in the proximal lad. No additional stents were placed at this time and the physician elected to send the pt to CABG surgery at a later date. Pt complications were reported as none.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.